Event description:
A non-reactive human immunodeficiency virus (hiv) p24 antigen and antibodies to human immunodeficiency viruses type 1 and type 2 (chiv) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician. The patient's doctor contacted the customer on (B)(6) 2022 and questioned the non-reactive result since the patient was known to be hiv positive, with a low viral load. Then, the customer sent the original sample to the alternate laboratory for repeat testing. However, due to low sample volume, the sample was not repeated. The customer requested for the patient to return to the lab for sample recollection; however, no further details were provided. There are no known reports of patient intervention or adverse health consequences due to the non-reactive chiv result.

Manufacturer narrative:
An outside united states customer contacted a siemens customer care center and reported that a non-reactive human immunodeficiency virus (hiv) p24 antigen and antibodies to human immunodeficiency viruses type 1 and type 2 (chiv) result was obtained on an advia centaur xp instrument. The calibration was acceptable on the day of the event. Additionally, all levels of quality controls (qc) recovered within acceptable ranges and were stable for an extended period of time. Since the discordant result, a siemens customer service engineer (cse) has been dispatched to the customer's site multiple times for unrelated hardware troubleshooting. During these visits the cse serviced the reagent probe. After siemens was notified of the discordant result, the cse performed a total service call. While performing the total service call, the cse found that the acid pump was delivering the wrong volume and observed a small leak from the base pump. The cse replaced the acid and base pumps and verified that the delivery volumes were correct. Then, the cse also re-aligned the sample and ancillary probes into cuvettes and replaced the worn short sample probe tubing. The cse ensured that the sample pressure pump voltage was correct. The customer ran the qc and qcs recovered within the ranges. Siemens determined leaking acid and base pumps potentially contributed to the non-reactive chiv result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00045 on 18-feb-2022. Additional information data (24-feb-2022): siemens received additional information from the customer on 24-feb-2022 that the customer returned to the lab for recollection on the week of 13-feb-2022. The new sample was tested on an advia centaur instrument and recovered non-reactive. The sample was also tested on a non-siemens instrument and the result recovered non-reactive. Therefore, the patient went back to the clinic where she was first diagnosed with human immunodeficiency virus (hiv) positive. The viral load test demonstrated that the patient was negative of hiv. The patient is human papillomavirus positive. The customer suspects that the patient was misdiagnosed as the physician referral form indicated that the patient was hiv positive. Therefore, the initial result was not discordant. Section b7 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.